Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that the system shut down on its own. Additional information has been requested.

Manufacturer narrative:
The initial decision to report was incorrect resulting in the initial report being submitted in error. Corrected information was received from the company field service engineer stating that this was not a case of a system shut down. The report should have reported a system message displayed. There was no patient harm. (B)(4).